Event description:
It was reported that the patient with this pacemaker stated experiencing significant pain since the implant procedure. In addition, the patient indicated that an orthopedic surgeon was consulted, during which the shoulder was found to be locked. To date, this pacemaker remains in service. No adverse patient effects were reported.